Event description:
The account alleged the stretcher still rolls after the brake steer pedal has been set to brake position. No pt impact.

Manufacturer narrative:
The account adjusted all brake casters to resolve the issue.